Event description:
The customer reported that during a gastrectomy, the device jaws became locked on ileum tissue and was removed by the surgeon with great force. The surgeon extracted an additional 20 cm of the ileum to complete the surgery. The patient is reported as doing fine.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.